Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon was striking the handle and trying to implant an adm cup and the impaction knob broke off."